Manufacturer narrative:
Philip's fse (field service engineer) evaluated the unit and cannot duplicate complaint. Fse ran unit with test circuit at set parameters for 40 minutes, unit cycles normally without alarming, unit operates on battery and alternate current power, est (extended self test) passed, noted 5000 code, tested for 5000 code no problem found, internal inspection was performed and no problems were found. Fse replaced the power switch as a precaution, no problem found, multiple est passed.

Event description:
Customer reported unit shut off during testing, not on patient. There was no patient or user harm reported. The event date was not specified; estimate used.